Manufacturer narrative:
Concomitant medical products: product ID 37081-60, serial# (B)(4), implanted: 2014-(B)(6), product type extension, product ID 37081-60, serial# (B)(4), implanted: 2014-(B)(6), product type extension. (B)(4).

Event description:
It was reported that there were ¿connection problems¿ with the extension. It was noted that the event occurred during the procedure. It was noted that both of the extension were listed as implanted and out of service and that they would be replaced in the future. It was noted that there was high impedance of 10,000 ohms. The electrodes with the issue were not specified. For extension (B)(4) the electrodes specified with the issue was ¿39565.¿ it was also noted that there were ¿connection issues¿ with the lead/extension. It was noted that action was not taken yet but planned. The action planned was revision. It was noted that diagnostics included impedance testing. It was noted that the cause of issue was determined to be ¿connection issues.¿ the issue was not resolved. There were no symptoms or complications associated with the event. The patient¿s status was alive with no injury. Additional information received reported that the procedure was scheduled for 2014-(B)(6). It was noted that the manufacturer representative would attempt to ¿change the extensions again.¿ additional information received reported that there was a revision and the extensions were replaced. It was noted that impedance measurements done on the lead, extension and implantable neurostimulator (ins) were normal.